Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer used a quick infusion set and blood was in the cannula but it was not kinked. There were no site issues, self test passed, delivery test passed, high pressure test passed.